Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b2, b5, g2, h6.

Event description:
Healthcare professional later reported "blank space in the pfn for this side" which confirms no complaint against the left side.

Event description:
Healthcare professional reported "liquid scattered across the breast" and "benign cyst" confirmed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.